Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received a pump error during self test. The customer's blood glucose level was 155 mg/dl. The customer also reported that she received no calibration occurred error. She was assisted in troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the insulin pump history due to broken trace. (B)(4).

Manufacturer narrative:
Pump error 63 alarm confirmed in the device history due to broken trace.